Manufacturer narrative:
The insulin pump had intermittent button response noted due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during testing. The device was received with cracked case on lcd display window corners. No moisture damage on motor assembly or electronic assembly noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. She removed and reinserted the battery and the buttons were not responding at first but then, when trying to bolus the numbers started ramping again. Blood glucose value was 150 mg/dl. The customer stated the insulin pump has a crack across from the top of the right corner of the screen toward the battery compartment. She stated the device had been in her pocket all day and might have been exposed to sweat. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.